Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer was failed to open and some of the devices are in yellow. The customer reported that the issue occurred when dispensing medications to the patient, the pharmacy was used to obtain the medication which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer had failed to open. A field service engineer (fse) powered down the station and all cables in the e-drawer were reseated, which temporarily resolved the error. A communication sled was ordered and replaced, but the error persisted, leading to the original sled being reinstalled, which cleared the error. The issue reappeared later, prompting a visit where the minor usb cable was replaced, and the station functioned normally. Further troubleshooting involved replacing the communication sled, printed circuit board assembly (pcba) mini cab controller m4, and the pyxibus controller board for drawers 11 and 12. Firmware was updated remotely, and the drawers were configured. Upon review, it was determined that stations manufactured before a certain date are prone to this issue and are being service swapped. This station qualifies for a service swap, and the ticket was closed accordingly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower drawer was failed to open and some of the devices are in yellow. The customer reported that the issue occurred when dispensing medications to the patient, the pharmacy was used to obtain the medication which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.